Event description:
It was reported while using bd nano ultra-fine pen needles, 32g x 4mm there was no insulin flow during priming. The following information was provided by the initial reporter: from phone call on (B)(6) 2022 13:53:43: consumer stated, no insulin flow when priming. Stated, she's had this issue with more than one box but does not have product information.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd nano ultra-fine pen needles, 32g x 4mm there was no insulin flow during priming. The following information was provided by the initial reporter: from phone call on (B)(6) 2022 13:53:43: consumer stated, no insulin flow when priming. Stated, she's had this issue with more than one box but does not have product information.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.